Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The traveler rx device is currently not commercially available in the us; however, it is similar to a device sold in the u.s. Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported inflation and deflation issues were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported inflation and deflation issues. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the non-tortuous, moderately calcified, 90% stenosed mid to distal left anterior descending artery. The 2.0 x 15 mm traveler rx balloon catheter was advanced towards the lesion with no unusual resistance felt. The balloon was inflated at 14 atmospheres one time; however, it took slightly longer than usual to inflate the balloon. It also took longer than usual to deflate the balloon; therefore, the 2.0 x 15 mm traveler rx balloon catheter was replaced with a new balloon catheter. The balloon was able to be fully deflated. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.